Event description:
It was initially reported that the physician was complaining of a screen freeze issue with her handheld computer, which would occur at the "interrogation successful" screen very frequently. She resolves the issue by reseating the flashcard, but still requested a replacement handheld computer. The device has since been returned to the manufacturer for analysis, but has yet to be completed.